Event description:
Revision surgery for amistem h loosening at 11 years and 8 months from the primary. Minimax implanted successfully.

Manufacturer narrative:
Batch review performed on 29-aug-2023: lot 120523: (B)(4) items manufactured and released on 03-may-2010. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision surgery 11 years and 8 months from the primary tha, due to stem loosening. From the radiographic images,the presence of radiolucent lines in gruen zones 1 and 7 and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.